Event description:
The patient became short of breath and called 911. Ems arrived and did not remove the lifevest. The patient received an appropriate lifevest shock during vt @ 200 bpm. The arrhythmia was converted to a slower rhythm. A non-lifevest debrillation was delivered during vt @ 180 bpm. It is not known how long the pt was in vt before the external defibrillation was performed. The post shock rhythm is not visible. The patient received a 2nd non-lifevest shock. The lifevest detected the vt arrhythmia, but the external defibrillation occurred 57 seconds after detection, preventing the lifevest from delivering a shock. The lifevest typically requires 60 seconds of sustained vt to deliver a shock. The patient is currently in the hospital and not wearing the lifevest. No allegation of a death or serious injury was reported. Medical intervention was performed. The device acted as designed.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The evaluations have not yet been completed.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The evaluations have not yet been completed.

Event description:
As reported, after the patient received the 2nd non-lifevest external shock, the patient received a 2nd appropriate lifevest shock during vt @ 150 bpm. The arrhythmia was converted to a slower rhythm, then degraded to vt @ 150 bpm. The patient became short of breath and called 911. Ems arrived and did not remove the lifevest. The patient received an appropriate lifevest shock during vt @ 200 bpm. The arrhythmia was converted to a slower rhythm. A non-lifevest "defibrillation" was delivered during vt @ 180 bpm. It is not known how long the pt was in vt before the external defibrillation was performed. The post shock rhythm is not visible. The patient received a 2nd non-lifevest shock. The lifevest detected the vt arrhythmia, but the external defibrillation occurred 57 seconds after detection, preventing the lifevest from delivering a shock. The lifevest typically requires 60 seconds of sustained vt to deliver a shock. The patient is currently in the hospital and not wearing the lifevest. No allegation of a death or serious injury was reported. Medical intervention was performed. The device acted as designed.